Manufacturer narrative:
A definitive root cause could not be confirmed. A review of quality and production documentation did not identify any issues; the retained samples examined showed no nonconformity. This type of failure has occurred rarely over ten years of sales. This failure type could happen during device assembly if the shield isn't completely snapped together.

Event description:
Safety splits into two halves- the needles pops back out. - unsure if injury or medical attention was needed at this time.